Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. No drive stall or timeouts were observed in the original download data. The download data showed that a rotational sensor malfunction occurred. However it could conclusively determined that the noted malfunction of the rotational senor assembly did not contribute to the reported symptom code. Although no defect that could have cause late deployment was found with the device, it could not be determined when the needle mechanism deployed, and the cause of the reported needle mechanism failure could not be determined. The exposed part of the soft cannula was found to be damaged. Due to the observed damage the soft cannula was found to be shorter then expected. It could not be determined when the damage occurred however it could be concluded that it did not caused the reported symptom code. The download data showed a rotational sensor malfunction. The rotational sensor read open when it should have read closed. However it could be conclusive stated that the noted malfunction of the rotational senor assembly did not contribute to the reported symptom code. No damage or defects were found that would contribute to the malfunction of rotational sensor assembly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.